Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The surgeon reported air knots or kinks while using the suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.